Manufacturer narrative:
A review of the subject device history records (DHR) confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of subject device service records revealed the following: on (B)(6) 2018, the facility had reported error 703 (coolant conductivity too high) being displayed on their laser. When error 703 is displayed the user is instructed to press the ready selector to clear the message, and operation of the laser may continue. A lumenis service engineer visited the site the following day and examined the device. As the conductivity showed good numerical values, it had been determined that there was no abnormality in conductivity on the day of the error. The engineer thought that cpu instability might be the cause of the reported event, thus replacing the cpu. After reconfirming it's operation, the engineer returned the system to the facility in working order. On (B)(6) 2018, the facility reported "pulse rate high" being displayed on their laser during a holep procedure and the facility opted to switch to a turp procedure to complete the case. A lumenis service engineer visited the site four (4) days after the reported event and replaced the system's cpu again as a display of "customer satisfaction". After reconfirming the laser's operation, the engineer returned the system to the facility in working order. A review of the subject device user manual, (B)(4) revealed that in cases when there is either the advisory message "rate high" or "rate 20% high" appearing on the control screen, the user is instructed to press the ready selector to clear the message and operation may continue. To the best of lumenis' knowledge the user facility opted to continue with an alternate procedure rather than press the ready selector, failing to operate according to the system's instructions for use. A review of similar historical product complaints from the past two years shows that the same malfunction of "pulse rate high" has not led to serious injury. Although a cause for the "pulse rate high" error could not be established, lumenis believes that the most probably cause for the reported event was the user's choice to not press the ready selector to clear the message and continue operation.

Event description:
A foreign user facility reported the during a holep procedure in which a lumenis versapulse powersuite 80/100 was being utilized, the pulse rate was found to be high at the start of the procedure. The operating doctor switched to a turp procedure in order to complete the case. No report of injury was received, not did the alleged malfunction cause or contribute to any change in the patient's status.